Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image occurred. The opticross imaging catheter was used to visualize the 90% stenosed lesion with moderately tortuous and moderately calcified lesion. It was noted that during percutaneous coronary intervention, the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole in the sheath at the lap joint area.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received with fluid leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. A kink was observed in the telescope assembly at 71.2 cm from femoral marker at the proximal end. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup in the hub assembly was observed during x-ray analysis, the electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).